Manufacturer narrative:
Final analysis found an abrasion breaching the outer insulation and exposing the outer coil at 7.2 cm - 8.2 cm from the connector pin. Abrasion are consistent with constant friction with another implantable device. The abrasions found caused the electrical complaints in the field.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited low impedance, noise and undersensing, the patient was experiencing dizzy spells. The patient presented to the hospital for revision, during the procedure the physician noted an insulation abrasion. The lead was explanted and replaced. The patient was doing well and would be monitored.